Event description:
It was reported that a one-link needle-free IV connector separated which resulted in a fluid leak. The connector separated under pressure while flushing a PICC line with saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: two devices and photo samples were received for evaluation. A visual inspection was performed, and a separation by a possible crack between the inlet and the outlet of the luer activated device was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.